Manufacturer narrative:
When requesting additional information regarding this event from (B)(6) hospital, a hospital representative informed intuitive surgical that they are unwilling to discuss the patient or release any information without a signed request release from the patient. A follow-up medwatch report will be submitted if additional information is received.

Event description:
On june 27, 2012, intuitive surgical received a letter regarding a patient who underwent a da vinci si prostatectomy (dvp) procedure at (B)(6) hospital (B)(6) begun on (B)(6) 2011, and completed on (B)(6) 2011. The patient alleges that the surgeon attempted urethrovesical anastomosis repeatedly, however, was unable to re-attach the urethra using the da vinci si surgical system. The surgeon's operative report stated that it was unclear why this could not be accomplished and it was felt perhaps related to the robotic arm and also perhaps related to the suture provided. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. Post-surgery, renal failure ensued and the patient spent four days in the intensive care unit. Since the dvp, the patient has had six additional surgical procedures performed at other hospitals to address recurrent bladder neck contracture. These procedures were performed on (B)(6) 2011.

Manufacturer narrative:
On june 28, 2014, isi received copies of the patient's medical records. According to the patient's operative report, the patient underwent the da vinci prostatectomy procedure due to prostate cancer. The op report indicates that the patient was in steep trendelenburg for over 5 hours during the surgical procedure. Due to the length of the surgical procedure and the risk for complications, the surgeon elected to position the patient in reverse trendelenburg for a period of rest and at that time the surgeon made the decision to convert the planned surgical procedure to open surgical techniques due technical difficulties with the laparoscopic instruments. The op report indicates that the open procedure was completed and the patient was extubated and taken to the recovery room in stable condition. According to the patient's discharge summary, post-operatively, the patient experienced low urine output and on (B)(6) 2011 the patient underwent a retroperitoneal ultrasound that was negative for obstruction and showed mild pelviectasis. On (B)(6) 2011, the patient underwent a 2nd ultrasound procedure that found no significant pelvic fluid and no evidence of hydronephrosis; however, a nuclear medicine performed a study that showed that the patient had decreased perfusion to both kidneys and partial excretion. According to the patient's discharge summary, on the evening of (B)(6) 2011 the patient's urine output increased and over the subsequent days, the patient's urine output improved. On (B)(6) 2011 the patient was tolerating an oral diet, was having minimal pain and was ambulating. The discharge summary indicates that the patient was discharged from the hospital on (B)(6) 2011.